Event description:
Customer reported free water was infusing to a baby. All of the fluid was noted to be out of the bag after being initiated two hours before and the inside section of the pump was wet and dripping. A hole was noted in the pumping segment. Due to the risk of infection, the PICC line was taken out. They did not replace a new line. There was no report of pt harm or medical intervention. No further patient/event info is available.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.